Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("check therapy pad" messages) has been confirmed. As received, the electrode belt failed incoming functionality testing, specifically a therapy electrode recognition test and the trunk cable was pulled from the strain relief. Upon investigation, there was a broken solder joint connecting the rear pulse wires inside the distribution node (dn). The cause of the broken joint was the pulled cable. The cause of the test failure and reported messages was the broken solder connection. The root cause of the pulled cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt sn (B)(4) and reported that the patient was receiving "check therapy pad" messages.